Manufacturer narrative:
Weight : unk. Ethnicity : unk. Race : unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted vertically a 12.6mm vticmo12.6, -16.0/3.0/178 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced horizontally with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.